Event description:
As reported by the user facility: reports fluid did not leave the bag. Went in to do a bag change at time infusion expected to be completed, IV bag still contained 600 mls solution; when checked data, pump read as if it infused the expected amount. Customer did not know actual settings used. MFR ref number 9610825-2014-00133.